Event description:
It was reported that the vns patient¿ began experiencing worsening symptoms associated with his apnea hypopnea syndrome in (B)(6) 2012. The patient had a history of the condition since 2000 prior to vns. The patient¿s device output current was decreased from 1.5ma to 0.5ma to determine if the worsening condition of the patient was associated with stimulation in (B)(6) 2014. After a month, the patient had a noticeable improvement in condition with a decrease in apnea-hypopnea index from 33 per hour to 22 per hour. A polysomnography was expected to be performed, but attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.